Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to go through the scope and the clip grasped and locked onto tissue and it was noted that all three stages of deployment were felt. The clip was then successfully deployed; however, it was not seen on the tissue. Reportedly, the clip was found in the biopsy channel and fell out. The clip was retrieved, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a150208 the reportable event of device entrapment. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned and the device had evidence of a full deployment. It was also observed that the clip had a little quantity of tissue attached. The clip assembly was returned in a closed position, and the clip arm wings were inside of the capsule windows, indicating that the activations had been performed. The device was returned without the over-sheath. Microscope examination was performed on the bushing, and it was noted to be in good condition. Dimensional analysis was performed on the bushing outside diameter to further analyze the deployment issue, and it was observed to be within specification. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip was able to go through the scope and the clip grasped and locked onto tissue and it was noted that all three stages of deployment were felt. The clip was then successfully deployed; however, it was not seen on the tissue. Reportedly, the clip was found in the biopsy channel and fell out. The clip was retrieved, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.